Manufacturer narrative:
UDI not required. Legal manufacturer: hcs beijing - (B)(4). Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed.

Event description:
It was reported that while servicing the device, a field engineer sustained a broken arm and cut that was treated with stitches.

Manufacturer narrative:
Ge healthcare has become aware of an issue that can result in the table dropping during a specific service activity if the wrong screws are removed by the service personnel without the appropriate table supports in place. This can result in injury to service personnel. There is no defect in the table itself; this issue is related to unclear guidance in the service manual for a specific service procedure. The table functions normally during clinical operation.